Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# va0epyt serial# implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the incontinence, difficulty getting up, worsening symptoms, weakness, programming difficulty, and lead movement was the patient suffered a seizure and fell. The issues were not resolved and the patient was being tried on medication. It was noted that their urine culture returned normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the previously reported incontinence, difficulty getting up, worsening symptoms, weakness, programming difficulty, and lead movement were that the patient had a series of very strong seizures and was taken to the ER and hospitalized. It was previously reported that the patient had a stroke along time ago that was unrelated to the implant; the stroke ¿messed up¿ the patient¿s short-term memory, and also caused them to have seizures that had gotten ¿progressively worse¿ and because of the seizures, the patient went into a coma and was hospitalized. The patient was helped to reset the device, but still had a problem with incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0epyt, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient¿s symptoms were getting ¿worse and worse¿ and caused them to wet themselves. The patient stated that "I tried to get up at night out of bed cause sometimes I am in a wheelchair or a hospital bed. I am pretty weak when I try to get up at night to go to the bathroom and it¿s hard to get up. By the time I go up to go to the bathroom I am peeing myself". The patient desired to have their settings adjusted but declined making any at the time of report as they were not able to do it themselves. They were redirected to their healthcare professional (hcp). There were no further complications reported or anticipated. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's rep could not reprogram the patient. Additionally, the patient was reported to be wetting and also had seizures and fell. The caller indicated that the patient felt the wire was very loose and moving around quite a bit. During the call, the consumer was assisted with using the patient programmer (pp) to determine that therapy was on and set to program 2 at 2.5. The caller increased to 2.6 which was comfortable for the patient. The caller was advised that the patient should follow-up with their healthcare provider (hcp) and monitor their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.